Event description:
(B)(4): it was reported that during a carotid stent placement procedure, stent damage occurred. The 5.0x12mm target lesion was located in the left proximal internal carotid/segment 17 with 85% stenosis. The target lesion was treated with a filterwire ez and placement of the carotid wallstent. During post stent angioplasty when delivering the balloon the stent was damage. The procedure was completed with this device. Following post dilatation, residual stenosis was 10%. The patient was discharged one day post procedure.

Manufacturer narrative:
(B)(4):it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)